Event description:
The subject lead was implanted on (B)(6) 2010, with a paradym dr, s/n (B)(4). Reportedly, the pt received inappropriate shocks. Impedance measurements made on the lead were high (B)(4). An intervention was performed to replace the subject lead. Afterward, a warning message remained.

Manufacturer narrative:
On (B)(6)2010. This event concerns a device that was mfg and used outside the us. Analysis is pending.